Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. The patient was able to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event was reported to have occurred "a couple of nights" prior to the date of the report. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and a complete device analysis was performed. The reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.